Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy bleeding / abnormal bleeding / blood clotting") and ovarian neoplasm ("ovarian tumors") in a female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, headache, migraine, visual disturbance and underweight. Concurrent conditions included dysfunctional uterine bleeding, irregular periods, insomnia and dermoid cyst of ovary. Concomitant products included gabapentin. In (B)(6), the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2009, the patient had essure inserted. In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depressed"), loss of libido ("hormonal changes describe: loss of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), vaginal infection ("infection:vagina"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea") and was found to have adenoma benign ("fibroadenoma"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), anxiety ("anxious"), rash ("rashes on skin/chest"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), visual impairment ("bad vision"), fatigue ("fatigue,"), tooth disorder ("dental problem"), nausea ("nausea"), adnexa uteri pain ("ovarian pain"), abdominal pain upper ("stomach pain / stomaches cramps") and breast pain ("breast pain") and was found to have ovarian neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, unilateral oopherectomy, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, ovarian neoplasm, abdominal distension, vulvovaginal pain, ovarian cyst, dyspareunia, anxiety, depression, loss of libido, vaginal haemorrhage, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, adenoma benign, visual impairment, fatigue, weight increased, tooth disorder, dysmenorrhoea, vaginal discharge, nausea, adnexa uteri pain and breast pain outcome was unknown and the migraine, headache and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenoma benign, adnexa uteri pain, anxiety, bladder disorder, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, ovarian cyst, ovarian neoplasm, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 185 lbs. The essure micro insert was properly placed within each lumen and deployed 2 coils were extending into uterine cavity on the right side and 3 coils were extending into uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6): total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: right ovarian cyst ,anxiety, depression most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received. Reporters information updated. Lot number added. Events - hormonal changes describe: loss of sex drive, abnormal bleeding (vaginal, menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, vagina, rashes or skin conditions type: rashes on skin/chest, bladder or urinary problems or changes, headache, fibroadenoma , vaginal discharge, vision/eye problems type: bad vision, fatigue, weight gain, dental problem, dysmenorrhea, nausea, ovarian pain, stomach pain/ stomach cramps, breast pain were added. Event outcome were updated. Medical history , concomitant drugs, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy bleeding / abnormal bleeding / blood clotting") and ovarian neoplasm ("ovarian tumors") in a female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, headache, migraine, visual disturbance and underweight. Concurrent conditions included dysfunctional uterine bleeding, irregular periods, insomnia and dermoid cyst of ovary. Concomitant products included gabapentin. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depressed"), loss of libido ("hormonal changes describe: loss of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), vaginal infection ("infection:vagina"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea") and was found to have adenoma benign ("fibroadenoma"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), anxiety ("anxious"), rash ("rashes on skin/chest"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), visual impairment ("bad vision"), fatigue ("fatigue,"), tooth disorder ("dental problem"), nausea ("nausea"), adnexa uteri pain ("ovarian pain"), abdominal pain upper ("stomach pain / stomaches cramps") and breast pain ("breast pain") and was found to have ovarian neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, unilateral oopherectomy, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, ovarian neoplasm, abdominal distension, vulvovaginal pain, ovarian cyst, dyspareunia, anxiety, depression, loss of libido, vaginal haemorrhage, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, adenoma benign, visual impairment, fatigue, weight increased, tooth disorder, dysmenorrhoea, vaginal discharge, nausea, adnexa uteri pain and breast pain outcome was unknown and the migraine, headache and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenoma benign, adnexa uteri pain, anxiety, bladder disorder, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, ovarian cyst, ovarian neoplasm, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 185 lbs. The essure micro insert was properly placed within each lumen and deployed 2 coils were extending into uterine cavity on the right side and 3 coils were extending into uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: right ovarian cyst ,anxiety, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding / blood clotting") and ovarian neoplasm ("ovarian tumors") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), vulvovaginal pain ("vaginal pain"), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery to remove essure coils in (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, ovarian neoplasm, abdominal distension, migraine, vulvovaginal pain, ovarian cyst, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, migraine, ovarian cyst, ovarian neoplasm and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.